Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06631. It was reported the patient lost effective therapy around a month ago, and the original lead replacement was not successful. As a result, surgical intervention took place where the ipg was explanted and replaced to address the issue, effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.